Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked reservoir tube lip and stained address number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and no delivery error. Customer's blood glucose value was 600 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump. Customer will return device for analysis.